Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned, analyzed and no anomalies were found. The analyst commented that there were no anomalies observed on the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.

Event description:
It was reported that the device implanted sub-muscular had migrated to under the patient¿s armpit and had moved the right ventricular (rv) lead. The right ventricular (rv) lead sensing had decreased (2.5-3.5 millivolts) and x-ray showed the rv lead was dislodged. Also the rv lead threshold was not measurable and had been high in the past, however during the pre-operative check the threshold was 2.5 volts at 1.0 millisecond. It was noted that the patient is a body builder. The device and rv lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.